Event description:
It was reported that the patient was syncopal, had shortness of breath, and reported dark stools. Patient was taken to emergency room where their hemoglobin and hematocrit (h/h) was low and the patient received 1 unit of blood and was transferred to the implanting center. Gastrointestinal evaluation was initiated and the patient was placed on intravenous octreotide, given 2 additional units of blood and anticoagulation stopped. Esophagogastroduodenoscopy was preformed with no bleeding lesions seen. After transfusions, h/h remained stable, patient monitored closely, stool returned to normal and the patient was deemed appropriate for discharge. Oral anticoagulation resumed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 17nov2021. The heartmate 3 lvas IFU is currently available. Section 1 of this IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.